Event description:
It was reported that the asymptomatic patient presented remotely via merlin at home transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on stored electrograms. The device was reprogrammed to address the issue. The patient remained asymptomatic.